Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. (B)(4) outer insulation breached; full lead returned and analyzed. (B)(4) no anomalies found; full lead returned and analyzed.

Event description:
It was reported the model 6947 rv (right ventricular) lead had intermittent loss of capture, with a sync pacing through the analyzer, and unacceptable thresholds. The models 4194 lv (left ventricular) and 4074 rv leads reportedly dislodged. The leads were explanted and replaced. No patient complications were reported as a result of this event.